Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a seizure, was feeling sweaty, and vomited, before the seizure the cgm was reading 79 mg/dl and the blood glucose reading was 216 mg/dl. Two days before the event happened, the patient had a software update on her pump and claims that since then ¿she did not get low glucose readings on her pump¿. The patient stated that she threw up after the seizure and self-treated with ¿eating and taking a bolus¿. The patient's girlfriend took her to bed, and she did not go to the emergency room. The patient was contacted again in order to obtain more information regarding the cgm and bg readings, and the treatment but declined to give more information. At the time of the report, she was feeling better and mentioned that she put her pump on ¿all sleep mode¿, as per doctors¿ advice. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.